Event description:
A piece of tampon came out, don't know if there is more in there or not- vagina [foreign body in reproductive tract]. Thick cotton piece came out bloody when I went to bathroom to urinate. It is the size of a staple. [Device breakage]. Case narrative: consumer reported via phone that a piece of the tampon came out while using the bathroom. She was unsure if there was more in her vagina but no serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
A piece of tampon came out, don't know if there is more in there or not- vagina [foreign body in reproductive tract]. Thick cotton piece came out bloody when I went to bathroom to urinate. It is the size of a staple. [Device breakage]. Case narrative: consumer reported via phone that a piece of the tampon came out while using the bathroom. She was unsure if there was more in her vagina but no serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.